Event description:
It was reported that a user experienced intermittent loss of dexcom g7 glucose values on the ilet display despite the g7 continuing to read values, with connectivity appearing and disappearing and later stabilizing on the same sensor. Symptoms included no reported adverse clinical effects. Outcomes included no reported medical intervention or change in therapy beyond user guidance. Investigation included customer support troubleshooting and education, including a plan to pair the next g7 sensor directly to the ilet before pairing to the dexcom app to improve bluetooth connectivity. Investigation of this case revealed that the issue was limited to intermittent ilet display connectivity while the cgm continued to function, with improved stability observed on the current sensor. It was concluded that the event was related to connectivity behavior between the g7 and ilet, with user counseling provided and no evidence of patient harm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.